Event description:
It was reported that in (B)(6) 2010, a pumpogram was done. They were unable to aspirate. In (B)(6) 2010, exploration of the catheter was done. It was reported the spine segment patent. The pump segment was flushed and reconnected. It was indicated that the patient experienced a sharp pain along with sweating and nausea. It was indicated that the patient was a "complicated case". The pump was used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).